Manufacturer narrative:
Upon reassessment of the reported event, this was reported under the wrong MFR number. The event will be reported under MFR#: (B)(4).

Event description:
Upon reassessment of the reported event, this was reported under the wrong MFR number. The event will be reported under MFR#: (B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item# unk/ unk stem/ lot # unk, item# unk/ unk cup/ lot # unk, item# unk/ unk head / lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -05005.

Event description:
It was reported patient has been indicated for hip revision. Xray indicates dislocation; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.